Event description:
The pt reported that she attempted to give herself a bolus and her infusion device began beeping and she could see four dashes across the display screen. Pt tried to remove and then reinsert the power pack, but the infusion device would not work. The powe pack had been in use for two days. The pt received a follow-up call the next day and she was able to insert a new power pack and the infusion device started to work properly. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.

Manufacturer narrative:
Issue described to agency in recall.